Event description:
It was reported that the stent was dislodged and had issues with inflation and deployment, requiring additional intervention. The 50-60% stenosed target lesion was located in the non-tortuous and non-calcified left common iliac artery. A 7.0x60x135 cm express ld stent balloon expandable was selected for in-stent restenosis (isr) in left iliac artery stenting. During inflation, the stent was derailed. A snare wire was used to retrieve and remove the dislodged fragment from the body. The procedure was completed with a different device. There were no patient complications as a result of this event.